Event description:
The nurse of the hospital contact reported to baxter (B)(4) regarding the buretrol sistema de adm.p/sol.i.v. Equipo c/ bureta 150 ml in which the injection site of the set presented leakage. The hospital did not provide additional information about this issue because it was a long time ago and only now they informed baxter. There was no patient involvement. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.